Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2014. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump histories revealed no low battery warnings or replace battery alarms, and no evidence of short battery life was found. During a visual inspection of the pump, the battery compartment was observed to be cracked. During testing, the electrical current draws measured within specifications. The complaint of short battery life was not duplicated.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was reported that the pump alarmed to replace the battery more frequently than expected. The battery compartment was also allegedly cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.